Manufacturer narrative:
The pump was received with no act button response due to flattened button dome switch. No button error alarm noted. Analysis was unable to verify for motor error alarm, the excessive no delivery, bad battery or failed battery test alarm due to no act button response. The motor was tested outside the device and passed motor test. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm, motor error alarm, bad battery, and no delivery alarm. The blood glucose at the time of the incident was 126 mg/dl. The customer states the motor error and no delivery have been reoccurring the last month. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The customer alarm history was reviewed and noted a button error and bad battery alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.